Manufacturer narrative:
Investigation results: it was reported by a customer that they had a dirty drip chamber. Four photos were provided by the customer for quality evaluation. One photo shows the product packaging. Three of the photos provided show foreign matter at the base of the drip chamber. The foreign matter appears to be a dark brown to black color attached to the based of the drip chamber. The customer complaint of foreign matter was confirmed. The investigation was forwarded to the supplier group for root cause analysis on the drip chamber. The embedded spot was identified as degraded soft pvc material. This can happen during the injection molding process of the soft pvc drip chamber. It is also possible that the embedded degraded material was already in the grains of the raw pvc material. To mitigate the risk a precise scheduling of the cleaning of the plasticization groups of all the molding machine that process soft pvc material is implemented. A device history record review for model dyndtn1512 lot number 24085455 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd gravity set had foreign matter in the fluid path. The following information was provided by the initial reporter: it was reported by a customer that they had a dirty drip chamber. Additional information received from the customer: please mention the number of occurrences. 1 ea. Please confirm this is identified before use or after use? Before use. Describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. N/a.